Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. It was recommended that this device be replaced. The crt-p was explanted and reportedly, it was also unable to be interrogated and exhibited impedance issues. The device was successfully replaced. No additional adverse patient effects were reported. The product was returned for analysis. This crt-p is part of the high impedance in ingenio el pacemakers and crt-ps advisory population.

Manufacturer narrative:
Correction: h6 field: impact codes updated. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. It was recommended that this device be replaced. The crt-p was explanted and reportedly, it was also unable to be interrogated and exhibited impedance issues. The device was successfully replaced. No additional adverse patient effects were reported. The product was returned for analysis. This crt-p is part of the high impedance in ingenio el pacemakers and crt-ps advisory population.